Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation; therefore, cause of event cannot be determined.

Event description:
It was reported that patient underwent posterior fixation on th5-illiac1 due to kyphosis on (B)(6) 2014. It was reported that on an unknown date, post-op, rod breakage was found. Patient underwent revision on (B)(6) 2015 to replace the rod. Patient complications were reported unknown.